Event description:
A malfunction was reported on the pump. It is unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction recurs, which the customer acknowledged and understood.